Event description:
It was reported that during a percutaneous coronary intervention, deflation difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. The target lesion was predilated, stented and post dilated. A 10mm x 3.75m flextome cutting balloon monorail was used , however, deflation difficulties occurred. The device was deflated slowly with a syringe and removed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, deflation difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. The target lesion was predilated, stented and post dilated. A 10mm x 3.75m flextome cutting balloon monorail was used , however, deflation difficulties occurred. The device was deflated slowly with a syringe and removed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the returned catheter identified shaft twisting at the exchange port area which is typical of excessive catheter manipulation during use. The returned unit was attached to an encore inflation unit. Positive pressure was applied and it was noted that the inflation media came to a stop at the twisted section of the shaft. During analysis, the shaft was straightened and the inflation media continued onto the balloon. Solidified blood was present within the balloon indicating a leak, and the balloon would not inflate. The device was soaked in a water bath at 37 degrees to help soften the solidified blood before a further attempt was made to inflate the balloon. The balloon subsequently inflated which confirmed a pinhole in the proximal balloon body. The balloon deflated with no issues. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).